Event description:
New information received indicates that the lead was capped and replaced on (B)(6) 2016. The patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a normal device check, low, out of range pacing lead impedance was observed. Lead revision was suggested.